Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotic (dosage, route, duration and frequency not reported) for peritonitis. The patient has not recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.